Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer "was" reported via phone call that the customer received "with" the insulin pump error. The blood glucose was 190 mg/dl at the time of the incident. Troubleshooting determined that the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A broken force sensor alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the keypad flex tail noted. No moisture damage on the motor, battery tube, vibrator, keypad traces or keypad dome switches noted. No unexpected number on the screen or black display noted.